Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cassettes is continues to say not attached properly. There was no patient involvement or harm

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.